Manufacturer narrative:
The unit had an intermittent express bolus button due to moisture damage on the keypad. There were no button error alarms. The unit had a cracked case at the reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a stained and shifted end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.